Event description:
During procedure for restorative class IV composite, dentist noticed blister 2 cm x 2 cm on pt's buccal mucosa left side. Treatment was miracle mouth rinse f/u as needed.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Damage was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specs. Tests after repair showed no overheating.